Event description:
It was reported that the device gave a "motor not running" alarm. No known adverse effects to patient.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found the pump right plunger case was cracked. Event history log review was performed and found evidence of reported problem. Flow and occlusion testing was performed, and the pharmguard message was verified at start-up. The customer's stated problem for motor not running could not be verified. Investigator was unable to determine the cause of the motor not running error. Service replaced the motor assembly as a preventative measure for the reported problem. The pump was recalibrated and functional and delivering testing was performed in which the device passed. The root cause of the reported problem is unknown.